Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a communication/telemetry issue. It was noted that a new lead was opened during a device procedure, and when the lead was implanted, the healthcare provider tried to test for motor response on the leads and electrodes and achieved no response although the lead was in the correct position. It was reported that the procedure was started again, another position was found and the lead was tried again with no response. It was noted that after 45 minutes of positioning and re-positioning, another lead was opened. It was reported that as soon as the new lead was implanted there was immediate response and the healthcare provider proceeded with the procedure. It was noted that the new lead was tunneled to a pocket site and connected to an implantable neurostimulator, the pocket site was closed, and the patient¿s device was activated. The patient status was noted as no injury and there were no symptoms or complications.